Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was found that connection part of the reservoir was broken. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis, it was observed that the connector was cut.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. " what is the lot number? Unk. Was the issue noticed before the product was used on the patient? Yes. Please perform and document the follow up attempt for product return. The device has been received and will be shipped. H3 evaluation: complaint sample review : one complaint sample of reservoir bulb with partial connection port, was received for evaluation, product was inspected visually, and found that connection port of the bulb was cut from the base, and there was a deep visible cut mark on the section area. During investigation of the complaint, bmr and retained sample review could not performed, as the lot number of the complaint was unknown. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100 % functional test and 100% visual inspection was carried out, . Before and after packing of finished goods, prior to the product release. So, there was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.